Manufacturer narrative:
No UDI information is available, the device was manufactured before UDI implementation. The investigation is ongoing, results will be updated in the final report.

Event description:
It was reported that the lift casing had detached from the lift due to excessive movement. The casing was reattached to the lift. There is no patient allegation, no injury occurred.

Event description:
It was reported that the lift evaluation conducted by the arjo engineer revealed that the bottom cover had detached from the lift during movement. Allegedly, this was related to excessive movement of the lift while traveling to the charging station. There were no allegations that a patient was involved at the time of the incident, and no injuries were reported.

Manufacturer narrative:
A retrospective analysis was performed to determine the most likely cause of the reported detachment of the maxi sky 2 bottom cover. Three potential root causes were evaluated: (1) damage to the mounting points, (2) incorrect installation following service, and (3) loosening due to movement of the lift along the rail or accidental mechanical impact. Damage to the mounting points was excluded, as no evidence of structural damage or failure was identified during the post-event inspection. Similarly, incorrect installation following the last service intervention conducted by arjo in september 2025 was considered unlikely, as any installation-related issue would be expected to manifest shortly after servicing rather than several months later. The third hypothesis was assessed as the most plausible. Historical complaint data indicate that the bottom cover may detach if the device is subjected to impact with environmental obstacles or moved abruptly along the rail. While no direct evidence confirming such an event was available in this case, it cannot be excluded, as these occurrences may not always be recognized or reported by users. The reported detachment during movement toward the charging station suggests that the event occurred under normal operating conditions. However, normal operation alone would not be expected to result in component detachment unless additional external forces were applied. The system design includes gradual acceleration and deceleration functions controlled via the hand control to minimize abrupt movements. Furthermore, the lift allows adjustment of travel speed to suit the installation environment. No product malfunction, material defect, or assembly issue was identified during technical evaluation. This supports the conclusion that the event was most likely influenced by external factors rather than an inherent product deficiency. The instructions for use (IFU 001 15698 en rev.6) clearly instruct users to ensure that the transfer path is free of obstacles and to inspect the device for visible damage prior to use. The root cause could not be conclusively determined based on the available information. However, the investigation indicates that external factors related to device use, such as accidental impact or handling during movement along the rail, are the most likely contributors to the event. There was no indication that the maxi sky 2 was in use for a patient transfer when the cover detached, meaning the device did not meet its specifications at the time of the event. The device evaluation did not reveal any component issues or problems with the mounting points. The complaint decided to be reportable due to the allegation about the bottom cover detachment. No injury was claimed.